Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular embolization of the valve while attempting post dilation cannot be determined. However, it is likely that the patient¿s severe bulky leaflet calcification, in addition to the advancement of the delivery system contributed to the embolization. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, post deployment the 26mm sapien xt valve embolized into the left ventricle (lv), and an aortic dissection was observed at the end of the procedure. Initially, the native valve diameter was borderline between a 26mm and a 29mm sapien xt. After bav it was decided to use a 26mm sapien xt valve. The valve was implanted in a 60:40 aortic/ventricular position with nominal volume. During the procedure, no pacing capture loss or gap of perpendicular view was noted. Post deployment, the aortography (aog) showed mild to moderate aortic regurgitation (ar). It was decided to perform post dilation with additional 1.5ml of contrast added to the nominal volume. The delivery system was advanced, and then the sapien xt valve dropped into the lv. Preparation for pcps and thoracotomy were initiated. The patient¿s systolic blood pressure (sbp) was 50¿s-80¿s mmhg, and a heart rate (hr) of 90¿s bpm was noted. Ventricular tachycardia (vt) with hr of 180¿s bpm continued for about one minute. Gentle cardiac massage and pcps were initiated. The delivery system and an esheath were withdrawn. Due to abdominal tenseness, the small intestine was displaced to the chest. The bp was 10-20mmhg. A bleed was suspected but the bleeding source was unable to be identified. The bp was unchanged at 10-20mmhg. Asystole, respiratory arrest, mydriasis and loss of pulse were observed and the patient was pronounced dead. After death was confirmed, an artery rupture was found in the border zone between the left external iliac artery and the common iliac artery. It was reported that blood was gushing out when perfusing blood with pcps. Echo confirmed the dissection extended from the abdomen to the aortic arch. The proctor stated that he had never experienced a valve embolization event in a patient with so much calcification without the sapien xt being implanted in a too ventricular position. There was no problem with the procedure itself. Due to patient¿s tortuous aortic artery, the dissection might have been caused when the delivery system was advanced. The patient¿s aortic annulus diameter measured 25.5mm.

Manufacturer narrative:
This report represents the valve embolization. This is one of three reports being submitted for this case. Please reference manufacturer reports no. 2015691-2015-01482 and 3008500478-2015-00043.